Manufacturer narrative:
(B)(4). Batch #: 851a64. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60b reload loaded in the device. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 851a64, and no non-conformances were identified.

Event description:
It was reported that during a lap gastric sleeve, the surgeon had fired three firings of the plee60a and on the fourth firing it started not staple like it normally does. When they finished it had stapled on one side and not the other, there was bleeding and the staples were malformed all shapes. Case completed with a like device and the staple line was stapled over. The bleeding was controlled. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2022. Additional information: this is an analysis of three photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows tissue with a line of staples. However, due to tissue on staples line proper/improper form of staples cannot be determined, apparently, suture was also appreciated in the tissue. The second and third photos show tissue with a line of staples and bleeding. However, due to tissue on staples line proper/improper form of staples cannot be determined. Also, surgical devices are observed. Based on the photo review, the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.